Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing over. The technical support specialist (tss) dialed into the server and identified that the care fusion coordination engine sent time was delayed by an hour. Tss then ran a downtime query 15 minutes later and confirmed that all messages were crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all of the orders were not crossed over from multiple departments. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.